Event description:
It was reported that a cartridge alarm intermittently occurred during insulin delivery, causing the customer to experience a "high" blood glucose (bg) level. The customer administered a correction injection to address the bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.